Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that treatment based on the cardiomems readings lead to over diuresis and kidney injury. The patient presented with headache, dehydration and nausea. Diuretics were held for 6 days. The patient is currently stable; the patient is no longer symptomatic. The patent electronic unit was replaced.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. External and internal visual inspections of unit revealed no discrepancies or discernible damage. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Patient data backup was performed successfully using the returned modem. Unit passed all signal acquisition frequencies in diagnostic-test. The root cause of the reported event was not confirmed. Unit was able to accurately send and take readings successfully. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event